Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the revision procedure to implant a new right ventricular (rv) lead, manipulation was difficult due to occlusion near the subclavian region. Contact with the superior vena cava (svc) coil was also present; therefore, an approach from the right atrium to the right ventricle could not be achieved. The rv lead was once removed from the sheath, and it was confirmed that the coil portion was elongated; when touched with a finger, the elongated portion of the coil caught on the finger. This condition was confirmed at a location just under 1 cm from the distal tip and at just under 2 cm posterior to the coil. As safety could not be ensured if used with the coil in this condition, a new rv lead was prepared and the revision procedure was completed successfully. The attempted rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.